Manufacturer narrative:
Investigation summary: bd has been provided with a photo for catalog 301948 lot 1811222 to investigate for this record. A leakage through the plunger rod was observed in the provided picture. As a result, bd was able to verify the reported issue. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. Investigation conclusion: after the evaluation of the received samples, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: possible damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that bd¿ 20 ml syringe w/ needle leaked. The following information was provided by the initial reporter: it was found leakage in barrel and plunger rod during medicine preparation.